Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The field service engineer (fse) replaced pinch valve (pv45) to resolve leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that less than 10 ml of fluid leaked from the coulter hmx hematology analyzer with autoloader on right side during shutdown, startup or running samples. The leak was not contained. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results..